Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the bubble trap in the cardioplegia delivery system was defective. The product was changed out, there was less than 30 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).